Manufacturer narrative:
Concomitant medications included aspirin, beta blocking agents, bivalirudin, calcium channel blockers, plavix, colace, combivent, folic acid, lisinopril, multivitamins, nicotine, nitroglycerin, protonix, spiriva, and thiamine. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00276 and 3003742446-2012-00277.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, angiography revealed 100%stenosis in the distal right coronary artery. The indication for the procedure was stable angina pectoris. The drca was described as 33mm in length, class c, and de novo. As planned, the lesion was pre-dilated with two 2.5 x 15mm balloons at 8atm and a 2.5 x 28mm cypher rx was implanted at 16atm. Consequently, a second 2.5 x 13mm cypher rx was deployed separate and proximal to the initial stent at 14atm to cover the lesion. Both stents were not post-dilated. Pre-procedure enzymes were normal in range, but troponin t was 0.03 (0.01 unl) at 6-12 hours post index; and 0.09 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the hospital laboratory reports, ECG tracings and discharge summary reports were not received from the site. But, the elevated troponin t was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged in four days after the treatment.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, angina, congestive heart failure, pvd/claudication, copd, renal insufficiency, right axillary mass removal, right inguinal hernia, cholecystectomy and smoking. At the time of the index procedure, angiography revealed 100%stenosis in the distal right coronary artery. The indication for the procedure was stable angina pectoris. The distal rca was described as 33 mm in length, class c, and de novo. As planned, the lesion was pre-dilated with two 2.5 x 15 mm balloons at 8 atm and a 2.5 x 28 mm cypher rx was implanted at 16 atm. Consequently, a second 2.5 x 13 mm cypher rx was deployed separate and proximal to the initial stent at 14 atm to cover the lesion. Both stents were not post-dilated. Pre-procedure enzymes were normal in range, but troponin t was 0.03 (0.01 unl) at 6-12 hours post index; and 0.09 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the hospital laboratory reports, ECG tracings and discharge summary reports were not received from the site, but the elevated troponin t was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged in four days after the treatment. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096316 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00276 and 3003742446-2012-00277.